Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
The hospital reported the front caster broke off the base of the unit. The unit did not tip or fall. There was no patient involvement.

Manufacturer narrative:
Additional information was received that there was no detachment of the caster. The ivent itself detached from the stand during transport. There was no further event or repair information provided.